Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customers nurse reported via phone call that the customer was hospitalized due to high blood glucose readings of 706 mg/dl. Customer woke up in the morning and began feeling nausea and was vomiting. It was noted that the insulin pump alarmed no delivery and was not working causing the customer to go to the hospital with diabetes ketoacidosis. Customer was placed on insulin drips at the hospital. Customer's blood glucose reading prior to the incident was noted to be 184 mg/dl and the current blood glucose reading at the time of the call was 191 mg/dl. Through troubleshooting the drive support cap and all settings appeared to be normal. Few small air bubbles were noted in the tubing.